Event description:
Initial reporter indicated that the patient was having painful stimulation and incisional pain in the neck area. The patient's output current was programmed to zero and the patient's magnet therapy remained programmed on. Symptoms were reported to be lateral in throat when unit goes on, pain at site both when unit is on and tenderness when unit off. Turning off the device with magnet "didn't change the symptoms". Diagnostics before the vns was disabled were all "good". The device had been turned off for one month, the patient began to have an increase in seizures, and the device was turned back on. The physician reported that they were uncertain if the increase in seizures was above or below the pre-vns baseline seizure rate. The increase in seizures did not resolve when the system was turned back on. No fall or injury reported. The treating physician doesn't have a contributing cause other than placement/technique because this patient was new to him. Device is turned off currently for patient comfort, and physician will evaluate if the patient remains stable with device off, then he may refer for explant of their vns.